Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit with a blood glucose (bg) level of 350 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later on (B)(6) 2023 with the issue resolved and no permanent damage. The cause for the reported issue was due to an occlusion alarm. The customer addressed the occlusion alarm prior to the report with tandem technical support, therefore a root cause could not be determined. The customer suspected the infusion set may have been kinked, however, there was no issue found with the infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.